Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient received an email to send back the old device for recall however he could not find the return shipping label included when he received the replacement device. There was no report of patient harm or injury. The device was returned to a third- party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. In addition to that, returned shipping label via us mail. The customer complaint was confirmed. There were two errors-reboot error and abort error found with circuit board. The device was scrapped.

Manufacturer narrative:
H3 other text: device serviced by third party service center.